Event description:
Following completion of a laparoscopic tubal ligation and novasure endometrial ablation on an anteverted uterus the physician did a hysterectomy and saw a uterine perforation. The physician reinserted the laparoscope and a perforation was verified in the "right lateral fundal wall between the right tubal ostia and the fundal midline." Also seen was "concentric blanching measuring approx 2-3cms in diameter on the right uterine fundal serosa. Blanching was also noted on the rectosigmoid". A general surgeon was consulted who inspected the bowel and noted that "adjacent to the area of blanched bowel was vascularized epiploica which, he believed, indicated that the cautery had not caused significant injury to the bowel" and he recommended "no further treatment". Intravenous antibiotics, levaquin (levofloxacin) and clindamycin, were given and the pt was discharged home after 24 hours. On (B)(6) 2011, the physician reported the pt "has done well post-operatively".

Manufacturer narrative:
Serial number of the radio frequency controller not provided by the complainant. Device history record (DHR) review was conducted for the identified lot number and serial number of the disposable device. No abnormalities were found related to the reported info. This device passed final testing prior to release. (B)(4).